Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the reported issue was identified during the procedure. The procedure was performed robotically with no injury to the patient and a delay of approximately 15 minutes to change the instrument. No fragment fell into the patient.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.